Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. The number of turns to retract the helix was greater than specification due to the lightly bent helix. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant, the helix of the right ventricular (rv) lead would not properly deploy after being inserted through the sheath. The lead was not implanted and an alternative lead was placed. No patient complications have been reported as a result of this event.